Event description:
I have too many symptoms to name, some are: memory loss, confusion, extreme neck, shoulder, and back pain. I cannot work, therefore had to sell house and move from (B)(6). Problems with bone/joints. I do not have insurance to see a doctor and have it diagnosed. Breast are sore and turned color, became larger, extreme anxiety, gained 30 lbs in 6 months, weak, tired, cannot sleep more than 4 hours, ulcers, food sensitivity, depression, poor wound healing, vision is worse, diarrhea for long periods, extreme constipation, hysterectomy in 2011, hair loss/breakage, dry skin/hair, strange feelings in legs like a burning, scalp pink/itchy, and pain during sex.